Manufacturer narrative:
Product analysis: a visual and microscopic review of the fracture face indicates a material overload of the implants material from a sudden impact. This type of fracture is consistent with pressure being placed on the implant during a bending moment leading to the overload of the material. The angulation of the fracture lines is also constant with this type of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 9392507 510k# k172199 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylolisthesis grade 1 at l5/s1 and underwent transforaminal lumbar interbody fusion. During surgery, since the cage was too much anterior, inorder to replace the cage with the curved tip adjuster to the posterior direction so the slap hammer was used along with curved tip adjuster and the cage broke into 4-5 pieces. It was replaced with another cage. The product was used in the patient. No fragments of the broken part remained in the patient. No patient complications were reported as the result of the event.